Event description:
The practitioner was called to the beside for a frozen screen. The unit was observed to be stuck on the flow change screen and was not able to change settings. It was restarted and got a memory malfunction six alarm. The unit was pulled and the incident report was filed. Data files were downloaded and ran patient simulation with no problems. The dialysis rn set up the machine and started to run blood through, the screen froze up and the staff were unable to change the flow rates. The reporter believes the blood was hand cranked back into the pt and a new machine was set up. The pt did lose a small amount of blood during this incident.